Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a dent in the insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesives around the light guide lens and objective lens were peeled; the adhesive on bending section cover had a chip; the control unit had discoloration; the due to a crack on objective lens, the image had a dark area; due to clogging of the nozzle, the air/water supply volume and water removal ability did not meet the standard values; due to damage on charged coupled device unit, flare occurs on the image; due to dirt on objective lens, there was a lack of image on the monitor; due to wear of angle wire, bending angle in the up direction and the play of the upward/downward angulation control knob were out of the standard values; the forceps channel port was shaved; the indication on suction connector was peeled; the light guide lens had a crack; the objective lens had a crack; the paint on air/water-cylinder was peeled; the paint on the suction cylinder was peeled; the suction connector had a dent; the screw in suction connector was detached. Additionally, the following components had a scratch: the suction connector, the protector of universal cord on the control section side and on the suction connector side, the right/left knob, the scope connector cover unit, switch 1, the switch box, the upward/downward angulation control knob, the universal cord, the grip, the image guide protector, the forceps elevator knob, the forceps elevator lever, the bending section cover, the plastic distal end cover, the connecting tube, and the control unit. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was a delay to starting precleaning and the device was not immersed in detergent solution. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that failure to reprocess the device as per the instructions for use led to the foreign material remaining in the nozzle. This issue is addressed in the instructions for use (IFU) and reprocessing manual: section 5.9 presoaking the endoscope " if manual cleaning could not be performed within 1 hour after the patient procedure or if you are not sure whether manual cleaning could be performed within 1 hour, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor the field performance of this device.